Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator service required error code related to the oxygen blending module was observed. Err_obm_air_flow_drift_out_of_range is potentially a failure of the oxygen blending module, which may affect oxygen concentration and may impact therapy (delivery of oxygen). The oxygen blending module was replaced to address the issue.